Event description:
It was reported that the patient was referred for a full system revision due to a possible lead impedance issue; the vns has been turned off. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Response was received from the physician that a high impedance error message was seen when interrogating the vns. No other relevant information has been received to date.

Event description:
Implant card was received reporting a generator replacement. It was noted that upon initial interrogation the implanted generator was seen with high lead impedance. The old generator was explanted and new generator was implanted with ok impedance seen. No other relevant information has been received to date.